Event description:
It was reported that during the percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous, severely calcified left superficial femoral artery. The wanda 4.0x40mm, 80cm balloon catheter was used for pre-dilatation and ruptured at 6atms upon first inflation. The procedure was completed with a different device. No complications were reported and patient condition was good.

Event description:
It was reported that during the percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous, severely calcified left superficial femoral artery. The wanda 4.0x40mm, 80cm balloon catheter was used for pre-dilatation and ruptured at 6atms upon first inflation. The procedure was completed with a different device. No complications were reported and patient condition was good.

Manufacturer narrative:
Device evaluation: initial examination of the returned device noted that the balloon material was fully deflated and correctly wrapped. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon material to its rated burst pressure failed due to a pinhole leak located at approximately 28mm proximal to the distal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).